Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ("device location is unknown / migration"), pelvic adhesions ("ovary was inside tube and all was stuck to small bowel and bladder / adhesions"), nephrolithiasis ("kidney stones") and genital haemorrhage ("ongoing bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure implant failure/device had not taken that side". Medical conditions: on 2003/2004 dye test to check implant ne side took other failed- device location is unknown. On 2004 tube tied on device side not taken. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced ovarian cyst ("cyst on ovaries left side"). In 2009, the patient experienced vaginal discharge ("constant leaking from vagina"). In 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant) and cystitis glandularis ("cystitis glandularis"). On (B)(6) 2019, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 15 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("ongoing pain") and uterine injury ("uterus was being scratched constantly "). The patient was treated with surgery (hysterectomy in 2010, and everything was removed on left side plus uterus and cervix and removal of right fallopian tube and ovary (bowel surgeon was required)). Essure (ess205) was removed. In 2017, the vaginal discharge had resolved. At the time of the report, the device dislocation, pelvic adhesions, nephrolithiasis, genital haemorrhage, ovarian cyst, pelvic pain, uterine injury and cystitis glandularis outcome was unknown. The reporter considered cystitis glandularis, device dislocation, genital haemorrhage, nephrolithiasis, ovarian cyst, pelvic adhesions, pelvic pain, uterine injury and vaginal discharge to be related to essure (ess205). The reporter commented: in 2010, hysterectomy was performed and everything was removed on left side plus uterus and cervix. However, due to young age, the specialist left right fallopian tube and ovary because he thought best option given that device had not taken that side. In 2017 she experienced serious case of cystitis glandularis, and it was unknown the timeframe of how long she had this growing - now on 6 monthly bladder lining removals until bladder stop growing these. It was reported that damage caused multiple operations. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 11-apr-2019. The most recent information was received on 11-apr-2019. This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ("device location is unknown / migration"), pelvic adhesions ("ovary was inside tube and all was stuck to small bowel and bladder / adhesions"), nephrolithiasis ("kidney stones") and genital haemorrhage ("ongoing bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure implant failure / device had not taken that side". Medical conditions: 2003/2004 dye test to check implant ne side took other failed- device location is unknown. 2004 tube tied on device side not taken. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced ovarian cyst ("cyst on ovaries left side"). In 2009, the patient experienced vaginal discharge ("constant leaking from vagina"). In 2017, the patient experienced nephrolithiasis (seriousness criterion medically significant) and cystitis glandularis ("cystitis glandularies"). On (B)(6) 2019, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), 15 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("ongoing pain") and uterine injury ("uterus was being scratched constantly "). The patient was treated with surgery (hysterectomy in 2010, and everything was removed on left side plus uterus and cervix and removal of right fallopian tube and ovary (bowel surgeon was required)). Essure (ess205) was removed. In 2017, the vaginal discharge had resolved. At the time of the report, the device dislocation, pelvic adhesions, nephrolithiasis, genital haemorrhage, ovarian cyst, pelvic pain, uterine injury and cystitis glandularis outcome was unknown. The reporter considered cystitis glandularis, device dislocation, genital haemorrhage, nephrolithiasis, ovarian cyst, pelvic adhesions, pelvic pain, uterine injury and vaginal discharge to be related to essure (ess205). The reporter commented: in 2010, hysterectomy was performed and everything was removed on left side plus uterus and cervix. However, due to young age, the specialist left right fallopian tube and ovary because he thought best option given that device had not taken that side. In 2017 she experienced serious case of cystitis glandularies, and it was unknown the timeframe of how long she had this growing - now on 6 monthly bladder lining removals until bladder stop growing these. It was reported that damage caused multiple operations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.